Event description:
It was reported that a patient had bladder spasms and signs and symptoms included bladder discomfort. It was noted that interventions included catheterization for a urinary tract infection and lortab. Etiology was noted as a new illness or injury and the event resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Product ID: 3093-28, lot# v573248, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).